Event description:
On (B)(6) 2012, a customer reported that on (B)(6) 2012 the transfer set had leaked. The fluid would not stop flowing even when the clamp was closed. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was received and evaluated. A visual inspection was performed with no issues noted related to the reported problem. Leak, clear passage, and clamp function testing were performed with no issues noted.